Event description:
Rptr alleged discrepant pt blood glucose results while pt was at the hosp. Rptr stated there was a result of 462 mg/dl back to back with a reading of 181 mg/dl performed 1 min apart on the same gts advantage sys. Controls were stated to be within range during the time of back to back comparison and no actions or treatment resulted due to this comparison. A request was made for the return of the suspect prod and replacement prod was sent.